Event description:
Pt was implanted in 2004. It was originally reported that the pt may have an infection in the receiver site. Pt was on IV antibiotics for 14 days. It was later reported that the pt did not have an infection, but have had an allergic reaction. The device is still implanted. Pt is doing better and everything looked better.